Manufacturer narrative:
An additional lot number was reported (lot # m015517). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. The following day, the customer called back to report an additional cartridge alarm 19 during basal delivery. There was no impact to the customer's blood glucose level. It was confirmed that the customer had a backup pump available for alternate insulin therapy.